Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not turned on. The field service engineer (fse) replaced the drawer control board and the pyxis module controller board. The components were installed successfully, and the system was restored to normal operation. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not turning on. The customer reported that nurses had turned it off because it was slow, and when they tried to turn it back on, the screen remained black. The customer reported that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.